Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint#: (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent a left knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was depuy. There were no complications noted. On (B)(6) 2020, the patient underwent a left knee revision for pain and difficulty walking. Infection was ruled out. The femoral and tibial components were both noted to be loose. Loosening interface wasn¿t noted, but minimal bone loss was noted. The surgeon did note the pain was most likely generated from the tibial tray loosening. Osteolysis was also discovered. The patellar button was noted to have minimal poly wear and was left unrevised. Competitor implants were placed at revision. During the (B)(6) 2020, revision the patient was noted have a prior right knee replacement (components unknown) in late 2019 and was experiencing decreased rom and arthrofibrosis. The patient underwent a manipulation under anesthesia and cortisone injection. Doi: (B)(6) 2015; dor: (B)(6) 2020; left knee.